Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother of a customer reported via phone call that the insulin pump has a flickering and partial display and cannot see all of the numbers displayed. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test and displacement test. Unit was monitored for 24 hrs and no missing segments, partial display, flickering display or blank display anomalies noted. Power connector plug in and locked in place properly. Unit received with corroded battery tube, minor scratches on case, pillowing keypad overlay, keypad overlay texture damage, cracked retainer and minor scratches on lcd window.